Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 214 mg/dl and 107 mg/dl. No adverse event reported. The customer could not recall which test strip lot number was used for the result comparison. The customer used either lot number (477167) or lot number (477106). Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Customer returned test strips (B)(4) with expiration date of (B)(4) 2019 and test strips (B)(4) with expiration date (B)(4) 2019. Both lots were tested and found to be performing per product specifications.